Event description:
It was reported the customer was receiving weak battery tests and failed battery test alarms after every battery replacement. The customer also reported they were only able to download half their data. It was also found the customer's buttons were intermittently responsive. The customer's blood glucose was 6.2 mmol/l. Customer also stated their battery compartment was not corroded or damaged. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).